Event description:
It was reported when using the bd vacutiainer® barricor¿ lh plasma blood collection tube is crack during use. The following information was provided by the initial reporter. The customer stated: this report is about cracked blood collection tube. A third event of the cracked barricor tube was reported. The event occurred in a different lot from the previous one.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 30-oct-2023. H.6. Investigation summary: material #: 365057. Lot/batch #: 2306339 . Bd received samples 3 photos of a customer returned sample for in support of the investigation. The photos were reviewed and the indicated failure mode for damaged tube was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutiainer® barricor¿ lh plasma blood collection tube is crack during use. The following information was provided by the initial reporter. The customer stated: this report is about cracked blood collection tube. A third event of the cracked barricor tube was reported. The event occurred in a different lot from the previous one.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Initial reporter facility name: (B)(6) medical center.